Manufacturer narrative:
Date received by manufacturer: the original event information was received on (B)(6) 2018. Information which caused the event to be considered reportable was received on (B)(6) 2018. Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
Resistance was encountered, and the guide wire could not be advanced through the peripheral stealth orbital atherectomy device (oad). The brake was lifted, but the issue persisted. A second oad was used to complete the procedure with a minimal delay of one to two minutes. The patient was well following the procedure. Information was received on (B)(6) 2018 that, during the reported event, the viperslide fluid did not exit the tip of the oad either.

Manufacturer narrative:
Correction to MFR number.

Manufacturer narrative:
Correction: previous follow-up (for correction to h10) report was inadvertently filed under the incorrect FDA registration number. The report was filed under report number "3004742-2018-00271," but should have been filed under 3004742232-2018-00271. Device evaluation conclusion: the device was received at csi for analysis. A guide wire was passed through the device, but resistance was encountered in the brake assembly. Fluid flow was observed through the saline sheath as expected. Analysis of the brake assembly revealed an indentation on the spring landing of the brake plunger. This is consistent with the spring having been pinned between the brake halves, likely during assembly, which may not allow the spring to open the brake plunger. At the conclusion of the failure analysis investigation the reported event was confirmed. Csi ID: (B)(4).